Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was at 132 mg/dl. The customer stated the pump got stuck while trying to rewind the insulin pump. The customer was assisted with trouble shooting and found that the infusion set needed to be changed. The customer was helped with changing the infusion set and the customer was able to finish priming. No further information was provided.